Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision due to pain at pocket site. The ipg had migrated and the physician relocated the ipg. The patient is reportedly doing well following the procedure.